Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Premarket/510(k) #: k163248 & k151895. (B)(4). Investigation results: an expect pulmonary needle was received by boston scientific. There was no reported customer complaint associated with the returned device. Analysis of the returned device revealed that the syringe luer in the proximal portion of the handle was broken, additionally, it was observed that the needle was broken in the distal section. The distal portion of the needle was not received for analysis. Additionally, the stylet was also not returned with the device. No other issues were noted. The distal section of the needle had evidence of bending which could have led to the distal portion of the needle breaking and detaching from the device. The needle bend and break could have been caused by operational factors such as user technique and handling during use. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
Boston scientific received an expect pulmonary needle from (B)(6) hospital on july 18, 2019. The device that was received, had the distal needle tip detached. It is unknown why the device was sent for evaluation. Boston scientific did not receive a report from (B)(6) hospital regarding an expect pulmonary needle, in which the distal portion of the needle had detached. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.